Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was interrogated in preparation for the implant procedure. Upon interrogating the device, it was discovered that the device had less than half the battery. The device was not used for the procedure.

Manufacturer narrative:
The reported event of battery found at less than half was confirmed. The device was almost at maximum storage time prior to attempted implant. Due to the prolonged storage prior to implant, longevity was found reduced by twenty percent of total battery capacity. The event was consistent with normal battery behavior indicated in the user manual. Analysis was normal. No anomalies were found.